Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage ("fracturing of the implant"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction") and pain ("pain"). The patient was treated with surgery (surgery to remove essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, hypersensitivity and pain outcome was unknown. The reporter considered device breakage, genital haemorrhage, hypersensitivity, pain and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (other) describe: pelvic"), pelvic pain ("pelvic pain"), device breakage ("fracturing of the implant/device breakage") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included myopia, angioedema, asthma and iron deficiency. Previously administered products included for an unreported indication: yasmin from 2011 to 2012. Past adverse reactions to the above products included adverse drug reaction with yasmin. Concurrent conditions included body mass index normal, post-traumatic stress disorder, idiopathic angioedema, depression, chronic rhinitis, anemia, hypertension, allergic rhinitis, muscle strain, abdominal pain, diastasis of muscle, yeast infection, vulvovaginal candidiasis, flat foot, overweight, regular astigmatism, cervical dysplasia, low grade squamous intraepithelial lesion, astigmatism, vaginitis, eye pruritus, throat irritation, general body pain, vitamin d deficiency, conjunctivitis allergic, diarrhea, hypotrichosis, dyspepsia, fever, chills, sweating and acne vulgaris. Concomitant products included cetirizine hydrochloride (zyrtec), doxepin hydrochloride (doxepin hcl), ferrous sulfate, fluticasone propionate (flonase), hydrochlorothiazide, minocycline, montelukast (singulair), naproxen and ranitidine hydrochloride. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced alopecia ("hair loss"). In october 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain") and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/long periods") and nausea ("nausea"). In 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes"). In 2012, the patient experienced idiopathic angioedema ("allergic reaction/allergic or hypersensitivity reaction type: idiopathic angioedema"), migraine ("migraines"), headache ("headaches") and hypertension ("blood or heart disorder/condition type: high blood pressure"). In 2014, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2016, 7 years after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain") and pain in extremity ("lower legs pain"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol), epinephrine (epipen), sumatriptan (imitrex), ondansetron (zofran), antibiotics, surgery (surgical removal of coils) and surgery (surgery to remove essure in sep-2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, device breakage, genital haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, hypertension, fatigue and weight increased outcome was unknown, the pelvic pain, idiopathic angioedema, pain, alopecia, abdominal pain lower, back pain and pain in extremity had resolved and the hot flush, vaginal haemorrhage and nausea was resolving. The reporter considered abdominal pain lower, alopecia, back pain, bacterial vaginosis, device breakage, fatigue, genital haemorrhage, headache, hot flush, hypertension, idiopathic angioedema, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic infection, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she denies any acute injury to her neck. Essure device advanced to left ostia and placed according to manufacturers specifications with 2 coils visible after removing delivery device. Second essure device advanced to right ostia and placed, 6 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2016: still had part of the coils still in her. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abdominal pain lower,pain in extremity, back pain. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received with her demographic condition. Following events were added: hormonal changes describe: hot flashes, abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, infection (other) describe: pelvic, migraines, headaches, blood or heart disorder/condition type: high blood pressure, nausea, fatigue, weight gain, hair loss, lower abdomen pain, lower back pain and lower legs pain. Event term updated: fracturing of the implant/device breakage, allergic reaction/allergic or hypersensitivity reaction type: idiopathic angioedema and menorrhagia/long periods. Concomitant and historical conditions were added. Concomitant and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.